Manufacturer narrative:
Additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a patient with a 23mm 3300tfx aortic valve has been placed under evaluation for a valve-in-valve procedure after an implant duration of 8 years, 4 months due to stenosis.

Manufacturer narrative:
H11: corrected data. Corrected section b5. The patient presented with symptoms of dyspnea on exertion. No confirmed evidence of syncope was received. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a patient with a 23mm 3300tfx aortic valve has been placed under evaluation for a valve-in-valve procedure after an implant duration of 8 years, 4 months due to stenosis. The patient presented with dyspnea on exertion.

Manufacturer narrative:
H11 - corrected data: corrected section h6 - health effect - impact code. H11 - additional manufacturer narrative: updated sections b4, b5, b7. Updated sections d7, d8. Updated sections g3, g6. Updated sections h2, h6 - health effect - clinical code; type of investigation. The subject device is not available for evaluation as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a patient with a 23mm 3300tfx aortic valve has been placed under evaluation for a valve-in-valve procedure after an implant duration of 8 years, 4 months due to stenosis. The patient presented with syncope.

Event description:
It was reported that a patient with a 23 mm 3300tfx aortic valve has been placed under evaluation for a valve-in-valve procedure after an implant duration of 8 years, 4 months due to stenosis. The patient presented with dyspnea on exertion and syncope.

Manufacturer narrative:
H11: corrected data: corrected section b7. H11: additional manufacturer narrative updated sections b4, b5. Updated sections g3, g6. Updated sections h2, h6: health effect: clinical code; type of investigation; investigation findings; investigation conclusions. Stenosis is a common manifestation of bioprosthetic valve and valved conduit dysfunction and has many potential root causes, including structural valve deterioration (svd), nonstructural valve dysfunction (nsvd), endocarditis and/or thrombosis. Bioprosthetic device stenosis is typically related to patient and/or procedural factors and is not typically an indication of a device malfunction related to a manufacturing deficiency. There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. The most likely root cause is patient factors, including hyperlipidemia and coronary artery disease. The subject device is not available for evaluation as it remains implanted in the patient. The instructions for use (IFU) have been reviewed, and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported type of event is included in the IFU. The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.